Manufacturer narrative:
The customer reported problem was not able to be confirmed or not due to not enough information. The device history record for sn (B)(4) was performed from date of manufacture, (B)(6) 2006 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device had a "system on red light on". Unit was in storage for months and battery was not charged. No patient involvement was reported.